Manufacturer narrative:
Additional information was received:  the product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient and it was not reshaped by the user. The target lesion was 70% calcified and not tortuous. There was no stent present, just a fempop bypass graft. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel and the wire behaved ¿normally¿ (good torque response). There was some difficulty tracking the wire through the vessel/lesion; however, there was no resistance/friction experienced with the wire and another device. The wire did not kink while being used, and did not repeatedly prolapse during placement. The wire was not advanced through the struts of a stent and it did not become fixed or caught at any time prior to the separation. There was no mention of the wire being torqued against resistance. The separated wire was partially removed and attempts were made to retrieve the residual wire. The procedure was completed in standard fashion with no known follow-up issues for the patient. Device is with the hospital¿s risk manager and is not available for return. A procedural cd is not available.   Receipt of images of the device are pending from customer. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It is unknown if the device is available to be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the physician inserted an sv5 wire through a glide cath into the infra popliteal, the tip of sv5 wire caught on distal graft and was sheared off. Physician used a 4mm loop to snare the tip and retrieve it. Physician¿s dictation notes reflect minimal wire present after removal. The physician was performing angioplasty on an occluded femoral popliteal bypass graft.

Manufacturer narrative:
A picture of the device was received for analysis.       Please note that the patient code was updated - no patient consequences due to information that the wire tip was removed.  Complaint conclusion: as reported, after the physician inserted an sv5 wire through a glide cath into the infra popliteal, the tip of sv5 wire caught on distal graft and was sheared off. Physician used a 4mm loop to snare the tip and retrieve it. Physician¿s dictation notes reflect minimal wire present after removal. The physician was performing angioplasty on an occluded femoral popliteal bypass graft. The product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient and it was not reshaped by the user. The target lesion was 70% calcified and not tortuous. There was no stent present, just a fempop bypass graft. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel and the wire behaved ¿normally¿ (good torque response). There was some difficulty tracking the wire through the vessel/lesion; however, there was no resistance/friction experienced with the wire and another device. The wire did not kink while being used, and did not repeatedly prolapse during placement. The wire was not advanced through the struts of a stent and it did not become fixed or caught at any time prior to the separation. There was no mention of the wire being torqued against resistance. The separated wire was partially removed and attempts were made to retrieve the residual wire. The procedure was completed in standard fashion with no known follow-up issues for the patient.         The device was not returned for analysis. One picture of a pgw .018 sv short 300cm st unit was received attached to complaint. Per visual analysis of the received picture, it looks like an unraveled/stretched condition was observed on coil wire distal tip, however, the cause of the damage observed on the unit cannot be conclusively determined based on the picture information provided.  Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.         The reported ¿distal tip-wires- fractured-separated - in patient¿ could not be properly evaluated by the received picture; therefore, it could not be determined.  However, an unraveled/stretched condition was observed. The exact cause of the reported issue as well as the unraveled/stretched condition observed on the picture could not be conclusively determined since the product was not returned for analysis. Based on the information reported, procedural factors may have contributed to the issue reported. As provided in the instructions for use (IFU), ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ neither the picture analysis, nor the DHR review, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.